Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, h3 and h6. As reported, before inserting a 5f mynx control vascular closure device (vcd) into the patient, the plug "started to increase in volume " without pressing the release button. The sales representative clarified that the sealant was swollen and the tip of that was visible from the sleeves. The rest of the plug didn't move outside, it remained inside the sealant sleeve. The procedure was completed with a competitor device. There was no reported patient injury as the issue occurred outside the patient. The mynxcontrol mini-wire was inside the introducer at this time. The vcd was stored and sterile field was prepped according to the IFU. There was no issue during inspection of the device before using it. The sealant sleeves were not out of position, and there was no damage noted to the sealant sleeves. The sealant was not prematurely exposed/ deployed. The device was removed from the package according to the IFU. The sealant did not come in contact with any moisture. The deployer was in training to the mynx device. The product was returned for analysis. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, b button 1 and button 2 were not depressed, the syringe was not received, and the stopcock was found closed, the sealant remained in the manufacturing position exposed to blood, the sealant outer sleeve assembly was observed to have been kinked/damaged. The procedure sheath was not returned with the device. Dimensional analysis was not performed on the returned device due to the damages in the sealant outer sleeve assembly. Functional analysis, was not performed on the returned device due to the damages in the sealant outer sleeve assembly. Per microscopic analysis, the sealant outer sleeve assembly was kinked/damaged, and the sealant was exposed to blood. A product history record (phr) review of lot f2225801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system- deployment difficulty premature/in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, before inserting a 5f mynx control vascular closure device (vcd) into the patient, the plug "started to increase in volume " without pressing the release button. The sales representative clarified that the sealant was swollen and the tip of that was visible from the sleeves. The rest of the plug didn't move outside, it remained inside the sealant sleeve. The procedure was completed with a competitor device. There was no reported patient injury as the issue occurred outside the patient. The mynxcontrol mini-wire was inside the introducer at this time. The vcd was stored and sterile field was prepped according to the IFU. There was no issue during inspection of the device before using it. The sealant sleeves were not out of position, and there was no damage noted to the sealant sleeves. The sealant was not prematurely exposed/ deployed. The device was removed from the package according to the IFU. The sealant did not come in contact with any moisture. The deployer is in training to the mynx device. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2225801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, before inserting a 5f mynx control vascular closure device (vcd) into the patient, the plug "started to increase in volume " without pressing the release button. The sales representative clarified that the sealant was swollen and the tip of that was visible from the sleeves. The rest of the plug didn't move outside, it remained inside the sealant sleeve. The procedure was completed with a competitor device. There was no reported patient injury as the issue occurred outside the patient. The mynxcontrol mini-wire was inside the introducer at this time. The vcd was stored and sterile field was prepped according to the IFU. There was no issue during inspection of the device before using it. The sealant sleeves were not out of position, and there was no damage noted to the sealant sleeves. The device was removed from the package according to the IFU. The sealant did not come in contact with any moisture. The deployer is in training to the mynx device. The device is being returned for evaluation.